Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5,, the device evaluation found the following: due to deformation of the right/left and the up/down knobs the water tightness was lost, due to deformation of the angle shaft the water tightness was lost, the air/water cylinder had no color, the suction cylinder had no color, the plug unit had a scratch, due to damage on the connecting tube the insulation resistance value did not meet the standard value, and due to burn on the plastic distal end cover the insulation resistance value at the distal end did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water tube and cylinder had foreign material attached. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to the air/water channel could not be identified. However, it¿s likely the cause is related to leakage occurring from the angulation control knob. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: the instruction manual cf-hq1100dl/I operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested events. Olympus will continue to monitor field performance for this device.